Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
This was reported in error as the product is not sold in the us.